Event description:
The customer reported via phone call that the insulin pump sounded a constant tone and had a frozen screen while the customer had been sleeping. The customer's blood glucose was unknown. The customer stated that she replaced the battery and the constant tone disappeared. Customer stated that the insulin pump had alarmed low reservoir and no delivery prior to the constant tone occurring. However, the customer was unable to complete troubleshooting because none of the buttons were working. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan; the customer noted that she did not have a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed self-test and displacement test. The insulin pump was monitor and no audio/beep anomaly noted during our testing. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.